Event description:
It was reported by service report that the nurse call was not functional. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged pins on communication cord.